Manufacturer narrative:
(B)(4)

Event description:
It was reported that the screw head broke during insertion. A backup device was available to complete the procedure. There was a short delay reported with no patient impact.

Manufacturer narrative:
The complaint indicated ¿the screw head broke during insertion¿. The head and proximal areas are quite fractured and distorted. No information was provide if the prep recommendations were followed; whether a starter, what size instruments and guide wire were used. It is unknown whether a notch corresponding with the starter depth was created for best results. The observations indicate pressure/force with attempt to fully seat. No root cause related to the manufacturing of this device can be confirmed. Use error may have been a contributing factor to this event.